Event description:
This is a spontaneous case report received from a medical doctor in united states on 02-sep-2016 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2016. The physician reported that there was a perforation. He perforated uterus with uterine sound. It was a successfully bilateral placement but consumer had to go in laparoscopically at the end, to drain the excess saline that went into the perforation during the procedure. Company causality comment: this medically confirmed spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted. Her physician perforated uterus with uterine sound. It was a successfully bilateral placement but consumer had to go in laparoscopically at the end, to drain the excess saline that went into the perforation during the procedure. Uterine perforation and systemic leakage are listed in the reference safety information for essure. In this particular case, since uterine perforation and systemic leakage occurred during insertion procedure and the systemic leakage is a consequence of uterine perforation, both events were considered related to essure insertion procedure. This case is regarded as incident since a surgical intervention was required. A product technical complaint analysis is being sought. Further information has been requested.

Manufacturer narrative:
Follow up information received on 17-oct-2016: quality-safety evaluation of product technical complaint (ptc). This adverse event report is related to a ptc and the bayer reference number for the ptc report is (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are known possible undesirable events and are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. Based on the provided information the defect type /usability issue corresponds to the following meddra llt: inappropriate device therapy. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Company causality comment: this medically confirmed spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted. Her physician perforated uterus with uterine sound. It was a successfully bilateral placement but consumer had to go in laparoscopically at the end, to drain the excess saline that went into the perforation during the procedure. Uterine perforation and systemic leakage are listed in the reference safety information for essure. In this particular case, since uterine perforation and systemic leakage occurred during insertion procedure and the systemic leakage is a consequence of uterine perforation, both events were considered related to essure insertion procedure. This case is regarded as incident since a surgical intervention was required. According to technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information has been requested.

Manufacturer narrative:
Most recent follow-up information incorporated above includes: on 19-dec-2016: follow-up attempts have been completed, with no response to date. Company causality comment: this medically confirmed spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted. Her physician perforated uterus with uterine sound. It was a successfully bilateral placement but consumer had to go in laparoscopically at the end, to drain the excess saline that went into the perforation during the procedure. Uterine perforation and systemic leakage are anticipated in the reference safety information for essure. In this particular case, since uterine perforation and systemic leakage occurred during insertion procedure and the systemic leakage is a consequence of uterine perforation, both events were considered related to essure insertion procedure. This case is regarded as incident since a surgical intervention was required. According to technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information could not be obtained, despite follow-up attempts.